Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they are leaking all the time and can't hold it sometimes. Patient said they symptoms started almost right away and they don't quite understand how to increase the stimulation. Patient's doctor told them to call the manufacturer. Walked caller through checking their settings and they got a message that the system is operating at maximum setting. Therapy cannot be increased. Patient switched to a different program and increased the stimulation and got the same message. Patient went through all 7 programs and got the oor (out of range) message or increased all the way to 12.5 and was not able to feel anything. Patient said they have not had any falls, accidents, or medical procedures. Redirected the patient to hcp. The patient said the first stimulator was a lot easier to use. Additional information was received from the hcp. The hcp reported that they discussed surgical wire replacement with the patient due to device dysfunction. Additional information was received from the hcp. The hcp reported that the device removal or replacement surgery was scheduled for (B)(6) 2025.